Manufacturer narrative:
This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted radical cystectomy procedure, the system displayed recurrent recoverable error code 23 related to a wheel instance communication fault. The user received phone assistance from a service engineer. Review of the site¿s system logs confirmed the error fault. The user attempted to recover the error fault by performing a system power cycle; however, the issue continued to recur. Following this, the surgeon decided to convert the procedure to laparoscopic surgery. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the system was inspected prior to starting the procedure. The first error fault was observed approximately 40 minutes into the procedure. Due to the recurring error fault, the surgeon made a decision to convert the procedure to laparoscopic surgery. No post-operative complications were reported.